Event description:
Resorbable plates were found broken, fixation pins were still intact.

Manufacturer narrative:
Three pieces of the broken resorbable plates have been returned, but a useful evaluation can not be done due to extensive damage that occurred during the removal process. Doctor removed resorbable plates and replaced with titanium plates and screws. Overloading of the product beyond its mechanical limits is considered to be a contributing factor in this incident.